Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that in a box of 12 intermittent catheters only 1 worked and had damaged the patient's urethra which stripped out some of the meat sometimes . Patient stated that in every box they got they only got 3-4 per box and wanted to look into the size of the tube that the curve at the end was way too big . Patient tried to straighten out but said that made them rough and made them useless. When the patient had the bend, it protected the intake from scraping the urethra, a lot of them were rough and sometimes the intake hole was on the opposite side of the curve . It was stated that some catheters were flat and some of them were way too big. Customer had cut trying to figure it out. Also the rubber or whatever material the catheters were made of were rough and had bumps. Guessed that there are bumps on the inside as well . Patient stated that some of the catheters have jagged holes and some did not. No medical intervention was reported.

Event description:
It was reported that in a box of 12 intermittent catheters only 1 worked and had damaged the patient's urethra which stripped out some of the meat sometimes . Patient stated that in every box they got they only got 3-4 per box and wanted to look into the size of the tube that the curve at the end was way too big . Patient tried to straighten out but said that made them rough and made them useless. When the patient had the bend, it protected the intake from scraping the urethra, a lot of them were rough and sometimes the intake hole was on the opposite side of the curve . It was stated that some catheters were flat and some of them were way too big. Customer had cut trying to figure it out. Also the rubber or whatever material the catheters were made of were rough and had bumps. Guessed that there are bumps on the inside as well . Patient stated that some of the catheters have jagged holes and some did not. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "catheter is too stiff due to wall thickness and material durometer rough or irregular shape protrusions". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.